Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The sale rep reported that the device overheated during testing prior to a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The sale repp reported that the device overheated during testing prior to a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.